Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated that the implant never seemed to work properly since they were implanted. The patient said that the leads migrated and noted that they looked at both x-rays and had a little discussion with the doctor, so they had the leads repositioned, and it still hadn't worked properly since then. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2023: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 30-jan-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 24-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon further review ime code e2403 was incorrectly applied. H6 coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reports the implantable neurostimulator (ins) seemed to work for about 1-2 months then they noticed they weren't getting any relief anymore. Pt reports their doctor did the procedure again to resolve the ins not working. Pt reports it still doesn't work. Still have a lot of pain, they can't figure it out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.